Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip; a test reservoir was installed and did not lock into place due to complete broken reservoir tube lip. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and missing the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged and the reservoir would not stay in place. Blood glucose level at the time of the incident was 143 mg/dl. Caller stated that the insulin pump was currently taped to keep the reservoir in place. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.